Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: additional information received on 21-nov-2022 via email and attached to complaint object: dates can be dealt with by saying something like, "event date was updated from unknown to 28-apr-2022.":on 10/03/2022 @ 1325 the patient was connected to cadd pump #3 that was programmed to infuse 5fu 3790mg/100ml over 46hours. Prior to sending the patient home with the pump, it was verified by two rns (registered nurses) that the pump was running and infusing. On 10/5/22 the patient returned as scheduled to return the pump. Rn was going to disconnect the patient from the pump when she noticed 99.7ml was remaining to infuse (0.3ml-infused). Patient details updated in complaint. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4). Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. Service history review identified this device has not been in for service previously.